Event description:
It was reported during a laparoscopic cholecystectomy, while using a 355ld, the trocar was leaking pneumo at the seal area. It is unclear at this time whether pneumo was leaking from the inner or outer seal. The case was completed with the same trocar. The trocar came from kit#fdc37. The lot # is k47y9u. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary was inadvertantly omitted from initial report. Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to how reported "while using a 355ld, trocar was leaking pneumo at seal area" during surgery occurred. Instrument was received with all gaskets intact, was tested for leakage and found to be conforming. No deformity could be identified during testing. Incident reported by surgeon could not be repeated. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.